Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing with an external neurostimulator (ens) for urgency frequency. It was reported that the patient stated that their doctor told them to leave settings where they were until they saw their doctor the next day. Maybe a wire came loose. Not feeling stimulation on one side. They also mentioned being in pain almost a chronic pain. Additional information was received and it was said by the hcp that the temporary pne wire was dislodged. When asked about the loss of stimulation the doctor directed back to the wire dislodging. There were no further complications reported.